Event description:
It was reported that; md requested revision driver in order to remove screws and reposition plate. Revision driver outer shaft was placed in screw head, inner shaft was threaded into screw and surgeon attempted to back out the screw from beneath the locking ring. Five or six complete counterclockwise turns were made when there was a click and surgeon immediately complained that tip of inner shaft of removal driver had broken off in the tip of the screw that he was attempting to remove. Surgeon decided to leave screw in place underneath the locking ring and final tighten remaining screws. He was unable to restore cervical lordosis with plate and screws as expected and was disappointed in overall plate placement.

Manufacturer narrative:
Method: device not returned; results: manufacturing records were reviewed and no issues were found for this lot number. The instrument was disposed of by the hospital. Conclusion: the cause is not determined and multifactorial due to lack of availability of the instrument.

Event description:
It was reported that; md requested revision driver in order to remove screws and reposition plate. Revision driver outer shaft was placed in screw head, inner shaft was threaded into screw and surgeon attempted to back out the screw from beneath the locking ring.. 5 or 6 compete counterclockwise turns were made when there was a click and surgeon immediately complained that tip of inner shaft of removal driver had broken off in the tip of the screw that he was attempting to remove. Surgeon decided to leave screw in place underneath the locking ring and final tighten remaining screws. He was unable to restore cervical lordosis with plate and screws as expected and was disappointed in overall plate placement.